Event description:
Pt underwent an aortic arch replacement procedure on 2/14/2006. During surgery, blood leaking was evidenced at the sewn seams between the main tube and the first and third branches of the aortic arch graft. It was reported that leakage was eventually stopped by compression, haemostatic patches and suturing.